Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and evaluated. Visual observations revealed that the needle is jammed inside the shaft of the gun and about 2 cm of the distal portion of the needle is protruded through the jaws. It was also observed that a part of the needle tip is broken. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. This complaint could be confirmed. Since the needle was completely stuck and was missing the flag that helps its loading and unloading, the needle could not be retrieved from the gun. The gun was closely observed and no other apparent anomalies could be seen. The broken tip and the lack of flag on the needle indicates that the needle was attempted to be pulled out from the distal end of the gun. The failure of the broken needle tip may be attributed to user mishandling. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: MFR-1221934-2018-50235.

Event description:
It was reported that the needle is stuck in gun, cannot be used. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer.